Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during the drain cycle of peritoneal dialysis therapy. During troubleshooting, it was determined that the patient had disconnected from therapy without using proper disconnection procedures. The patient then reconnected to the setup. The technical service representative reviewed proper procedures with the patient. The patient stated that they would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the patient improperly disconnected from the homechoice. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.